Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a storz hysteroscope adapter was opened for sterilization on (B)(6) 2014. According to the complainant, they opened a brand new packaging of hysteroscope adapter and noticed an oily black discharge on the device. The scope adapter was then sterilized using steris sterilizer. Reportedly, after sterilization, the device continued to have an oily black discharge. No patient and procedure was involved in this event.

Manufacturer narrative:
A visual examination of the returned device (storz hysteroscope adapter) was performed. No oily black discharge, imperfections, or damage to the plunger assembly end of the device. An irregular pattern was noticed across the black, circular surface inside the mounting ring, which is where molybdenum disulfide (mos2) is used as a lubricant and is silvery black in appearance. In addition, dow corning 55m grease is used in the location of the o-ring, which is off-white in color. During subsequent inspection a cotton tipped swab was used to swipe the area inside the mounting ring, which revealed a light yellowish colored substance along with a black colored residue. The substance was easily removed during the swab, and inside of the mounting ring appeared clean after the swab was used. Analysis of the of the device confirms the reported problem, and the most probable root cause is supplier manufacture.

Event description:
It was reported to boston scientific corporation that a storz hysteroscope adapter was opened for sterilization on (B)(6) 2014. According to the complainant, they opened a brand new packaging of hysteroscope adapter and noticed an oily black discharge on the device. The scope adapter was then sterilized using steris sterilizer. Reportedly, after sterilization, the device continued to have an oily black discharge. No patient and procedure was involved in this event.